Event description:
During placement of the ivc filter sheath which was combined with the inner dilator over a wire, the proximal and distal markers of the inner dilator dislodged from the device. The entire ivc setup was removed. The proximal marker could be felt under the subcutaneous tissues and was milked out to the dermatotomy site. Despite multiple attempts, the distal marker could not be taken out and was left in the subcutaneous tissues. FDA safety report ID# (B)(4).